Manufacturer narrative:
A (B)(6) customer reported that the cobas z 480 analyzer (part of the cobas 4800 system) generated a high frequency of positive hpv results for samples tested in a specific row on the 96-well microwell plate. The customer suspects that the positive hpv results are falsely positive; no further information has been provided relating to the patients or the allegation of result discrepancies. The loading unit on the customer's cobas z 480 analyzer was returned for investigation. During the investigation, it was determined that a compression spring within the loading unit was misaligned. This misaligned spring may lead to the blocked compression function of the loading unit, meaning that the pcr plate containing processed samples was pressed down further in position h1 during real-time amplification and detection on the cobas z 480. Three (3) hpv test runs were performed with the detective loading unit to evaluate the sample growth curves and assess if false results could be generated. The generated growth curves looked anomalous in nature (i.e, not sigmoidal) and were specific for samples amplified/detected in select wells in row a on the pcr plate. No false results were generated, only invalid results. The cause for the misaligned compression spring in the loading unit could not be identified during the investigation; after disassembling of the loading unit, it was not possible to put the spring into this misaligned position again in order to perform runs. The customer's allegation of false positive hpv results due to the misaligned compression spring in the loading unit was not confirmed during investigative testing. This case represents the 1st reported case on this situation, with more than (B)(4) loading units having been assembled to date. ----------------------- (B)(4).

Manufacturer narrative:
The investigation into the case issue is currently on-going. A supplemental report will be provided at the end of the investigation. The UDI for the cobas z 480 analyzer is (B)(4). (B)(6). (B)(4).

Event description:
A (B)(6) customer reported that the cobas z 480 analyzer (part of the cobas 4800 system) generated a high frequency of (B)(6) results for samples tested in a specific row on the 96-well microwell plate. The customer suspects that the positive hpv results are falsely positive; no further information has been provided relating to the patients or the allegation of result discrepancies. The local (B)(4) affiliate replaced the loading unit (hardware) on the cobas z 480 analyzer, and no further issues were alleged to be observed. The loading unit was requested to be returned for further investigation, which is currently on-going.